Manufacturer narrative:
The collecting of the information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo was informed about an incident with bolero lift. Patient was transported out of bath using the bolero. The lift was put on the brake, patient wanted to sit on the edge with the help of the caregiver and slid a little towards the footboard. This caused the bolero to tip over. Patient sustained bruising on shoulder and hip.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The UDI number is not available as the device was manufactured before UDI implementation.

Manufacturer narrative:
Following the information received, the resident was transferred out of bath using the bolero device. The lift was put on the brake. The resident wanted to sit on the edge with the help of the caregiver and slid a little towards the footboard. This caused the bolero to tip over. The resident sustained bruising on shoulder and hip. The device was inspected by an arjo technician. The bolero was checked for all movement and attachment points. No malfunctions were detected. The cushion of the footboard was damaged - one of the loops securing the cushion was broken, making it loose. One of the two safety belts was missing. It was confirmed that malfunctions detected were not related to the incident. It was not possible to recreate the reported scenario. According to the information received, the resident sat on the edge of the bolero stretcher and slid toward the foot rest of the stretcher. This resulted in the device tipping over. It seems that the sudden shift of the resident's weight on the device could contribute the bolero tipping as the resident was incorrectly placed on the device (not in the middle of the stretcher). The operating and product care instructions (04.ce.01_7) inform users about proper bolero usage and includes also many drawings showing a patient position on the device. "Warning! Make sure that the resident is lying/sitting in the middle of the stretcher." Design of bolero fulfils the requirements of stability. It is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. In summary, it seems most likely that the event was a consequence of device instruction not being followed. Based on the information gathered, the incorrect position of the resident on the device (on the edge of the stretcher instead of the middle of the stretcher) contributed to the device tipping over. The bolero was used for resident handling at the time of the event and in that way contributed to the event. The device evaluation revealed that some malfunction, however not related to the incident reported. This complaint was decided to be reportable due to indication of a device tipping with a resident on it, which resulted in a minor injury occurrence.